Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is date valid h3: analysis of the recharger found controller won't power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said nothing came up on the controller when they tried to begin charging their implant; the controller did not progress to normal charging screens. Patient I nspected the controller port and recharger cord/plug; patient said they both looked good. Pt said they already tried to reset the controller. Agent had pt plug controller into ac power without battery pack and controller powered on like normal; the green light illuminated when battery was reinserted. Agent had pt begin a charging session once more and pt said the charging session kept picking up and dropping (agent could hear beep of disconnect during call over and over); controller was at 100%, ins was at 30%. The issue was not resolved. An email was sent to the repair department to replace the recharger.